Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The result from the meter was 7.0 inr and the result from the laboratory was 4.84 inr. The elapsed time between the results was a couple of hours. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.5 inr. The patient has no hematocrit concern, is not on heparin therapy, is not on direct thrombin inhibitors, and has had no changes in diet. The customer stated their warfarin dosage has changed slightly in attempts to regulate their inr. The customer has no symptoms of bleeding or bruising. The customer stated the site was not cleaned with alcohol prior to testing, according to product labeling this can cause discrepant results. Retention test strips (294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.